Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left-sided essure coil that was completely perforated into an adhesion to the colon./ side, the essure coil was starting at the fallopian tube, but the entire coil was outside of the fallopian tube and perforated."), device dislocation ("migration of essure device location of device: outside of fallopian tube and adhered to abdominal wall"), device expulsion ("uterine foreign body/on the right side, the essure coil was curled in the cornual region."), pelvic pain ("pelvic pain/ pain"), genital haemorrhage ("heavy abnormal bleeding") and autonomic neuropathy ("autonomic and neuropathy") in an adult female patient who had essure (batch no: 626680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, ear pain, general body pain, anxiety, depression, fibromyalgia, irritable bowel syndrome, uterine pain and paratubal cyst. In august 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autonomic neuropathy (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), rash ("rashes or skin conditions"), fibromyalgia ("fibromyalgia"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy and laparoscopy with bilateral salpingectomy, removal of essure coils and fluoroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation and device expulsion had resolved, the pelvic pain, autonomic neuropathy, vulvovaginal pain, migraine, headache, rash, weight increased, fibromyalgia, fatigue and alopecia was resolving and the genital haemorrhage, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, autonomic neuropathy, device dislocation, device expulsion, fallopian tube perforation, fatigue, fibromyalgia, genital haemorrhage, headache, migraine, pelvic pain, rash, vulvovaginal pain and weight increased to be related to essure. The reporter commented: fluoroscopy showed confirmation of removal of the essure coils bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57.6 kg/sqm. Essure confirmation test on date oct2008: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left-sided essure coil that was completely perforated into an adhesion to the colon./ side, the essure coil was starting at the fallopian tube, but the entire coil was outside of the fallopian tube and perforated."), device dislocation ("migration of essure device location of device: outside of fallopian tube and adhered to abdominal wall"), device expulsion ("uterine foreign body/on the right side, the essure coil was curled in the cornual region."), pelvic pain ("pelvic pain/ pain"), genital haemorrhage ("heavy abnormal bleeding") and autonomic neuropathy ("autonomic and neuropathy") in an adult female patient who had essure (batch no. 626680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, ear pain, general body pain, anxiety, depression, fibromyalgia, irritable bowel syndrome, uterine pain and paratubal cyst. In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autonomic neuropathy (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), rash ("rashes or skin conditions"), weight increased ("weight gain"), fibromyalgia ("fibromyalgia"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy), surgery (laparoscopy with bilateral salpingectomy), surgery (laparoscopy with bilateral salpingectomy, removal of essure coils and fluoroscopy) and surgery (laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation and device expulsion had resolved, the pelvic pain, autonomic neuropathy, vulvovaginal pain, migraine, headache, rash, weight increased, fibromyalgia, fatigue and alopecia was resolving and the genital haemorrhage, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, autonomic neuropathy, device dislocation, device expulsion, fallopian tube perforation, fatigue, fibromyalgia, genital haemorrhage, headache, migraine, pelvic pain, rash, vulvovaginal pain and weight increased to be related to essure. The reporter commented: fluoroscopy showed confirmation of removal of the essure coils bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57.6 kg/sqm. Essure confirmation test on date (B)(6) 2008: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 15-nov-2018: medical record received. Lot number was added. Reporter's information was added. Added events from removal details 'on the left side, the essure coil was starting at the fallopian tube, but the entire coil was outside of the fallopian tube and perforated' as a 'fallopian tube perforation' and device expulsion for right coil. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: outside of fallopian tube and adhered to abdominal wall"), pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autonomic neuropathy ("autonomic and neuropathy"), migraine ("migraines"), headache ("headaches"), rash ("rashes or skin conditions"), weight increased ("weight gain"), fibromyalgia ("fibromyalgia"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove essure colis) and surgery (to remove one or more of essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, vulvovaginal pain, autonomic neuropathy, migraine, headache, rash, weight increased, fibromyalgia, fatigue and alopecia was resolving and the genital haemorrhage, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, autonomic neuropathy, device dislocation, fatigue, fibromyalgia, genital haemorrhage, headache, migraine, pelvic pain, rash, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57.6 kg/sqm. Essure confirmation test on date oct2008: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: information from pfs and mr. New reporters added. Patient¿s demographics added. Indication added. New events added: autonomic and neuropathy, migraines, headaches, migration of essure device location of device: outside of fallopian tube and adhered to abdominal wall, rashes or skin conditions, weight gain, fibromyalgia, fatigue, hair loss. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove one or more of essure coils). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.